Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed concentric lesion measuring approximately 24mm in length was located in a severely calcified proximal to distal right coronary artery (rca) that contained a severely tortuous area shaped like a ¿corkscrew¿ at the proximal end of the lesion. Two wires were placed and the lesion was predilated with 2.0x20mm, 2.5x20mm and 3.0x20mm non bsc balloons. A 3.5x24mm promus element drug eluting stent was advanced to the lesion with the help of a buddy wire. When the physician was ready to deploy the stent, removal of the buddy wire was attempted; however, the wire had wrapped around the stent delivery system. The physician used force in an attempt to remove the buddy wire, but this caused the guide catheter to push back and the wire and stent were forced proximally into the lesion. The physician then attempted to advance the stent while pulling first only the buddy wire back, and then both wires. This resulted in the stent dislodging from the delivery system in the proximal rca. Four different wires were used in an attempt to bypass the stent. Eventually the physician was able to pass a wire and the stent was ¿three quarters crushed¿ with a balloon. No further patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but is similar to an approved u.s. Device.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).